Manufacturer narrative:
A review of the complaint database did not reveal a history of a recent fluid leak. A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt was treated for peritonitis on (B)(6) 2014. Pt was treated without complications and not admitted to the hospital. The pt received prophylactic antibiotics from the clinic on after complaining of some pain issues. The pd nurse reported the pt had a culture done at clinic and all came back negative. The pt had cloudy fluid and high white blood cell count. The pt had issues with aseptic technique and proper usage of the catheter which caused a potential infection. Medical records have been requested.